Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 07-apr-2025 and forwarded to millyard advanced medical products, llc on 08-apr-2025. The patient's mother reported that the pump was beeping with a message that it was not delivering medication. Troubleshooting was unsuccessful. The patient's mom was able to restart infusion with the backup pump. The patient's mom called back (after the pump ran successfully for approximately 2 days) to report the backup pump started having the same issue. Troubleshooting was not attempted on the backup pump, and the pharmacy advised the patient's mom to take the patient to the ER. No adverse side effects were reported. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.